Event description:
It was reported that during an orif distal radius surgery, the locking screws wouldn't lock into the plate, it would just keep spinning. The procedure was successfully completed with a significant delay, using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the star pattern holes are deformed. Based on the information provided, the unsatisfactory experience could be confirmed. However, an engineering evaluation revealed that a manufacturing product defect can be ruled out due to the numerous tests during the manufacturing process in the area of milling and final inspection. Factors that could be contribute to the report event include improper placement of the screw by the user. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According to inspection drawing for the semi-finished evos plate which was in place at the production date of the plate, the holes went to two different inspections. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.